Event description:
The customer reported that the monitor was adjusted and it "snapped." No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the monitor was adjusted and it "snapped." No pt harm was reported and no further info was provided. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.